Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level 450 mg/dl. Customer was treated with insulin pump for high blood glucose level and then disconnected themselves. Current blood glucose level was 120 mg/dl. Customer also stated low blood glucose level 63mg/dl. It was unknown that auto mode feature was active at the time of incident. It was unknown that customer had experienced any symptom at the time of high blood glucose level. Customer stated that sensor had received calibration not accepted alert. The insulin pump will be returned for analysis.